Manufacturer narrative:
The autopusle platform (s/n: (B)(4)) was returned to zoll for investigation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the front and bottom covers cracked. Review of the data archive confirmed the user advisory 34 - encoder failure error message. However, the archive revealed (B)(6) as the date when the problem occurred and it does not correlate with the initial reported date of the event of (B)(6). Functional testing could not be performed, since the ua34 message appeared upon powering on the platform. Further investigation found that both load cell modules were defective and the device stopped compression repeatedly due to fault 8, caused by the malfunction of drive train motor. These discrepancies are not related to the complaint. In summary, the customer's reported complaint of ua 34, was confirmed during review of the archive data and functional testing. To resolve the primary complaint, the defective encoder was replaced. The autopulse platform is a reusable device and was manufactured on 9/21/2007. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The drive train motor, the front and bottom enclosures, clutch plate, both load cell modules were replaced. The platform was functionally tested using the 95% patient large resuscitation test fixture (lrtf) with good known reference batteries and no fault or error messages occurred. The platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. Autopulse compression stopped twice, each after about a minute of compression. Manual CPR was performed by crew for 49 minutes. Rosc was not achieved. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the american heart association guidelines. Changing battery and restart compression is quick, similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition of cardiac arrest.

Event description:
The patient had been in (B)(6) for an unspecified time due to stroke along with pulmonary embolism. The patient was discharged earlier in the day on (B)(6) 2016. A blood flow filter was placed in the patient's right lower leg just prior to discharge. At an unspecified time that day, the patient suffered a cardiac arrest and the emergency medical services (ems) was contacted. During patient transport, it was reported after one minute of compressions, the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 34 message (encoder failure); indicating a communication error with the component that calculates/controls the driveshaft's position. After the error message appeared, the autopulse platform stopped compression. The responding ems crew then powered off the device and the battery was removed/reinserted. Prior to powering the autopulse platform back on, the reporter stated the responding crew performed the pre-deployment checks (confirming the lifeband was properly positioned and patient was situated correctly on the platform). The device provided one minute of compressions then, displayed the ua 34 message a second time. The responding crew reverted to manual CPR for 49 minutes. Rosc was not achieved. Per reporter, termination of resuscitation efforts was ceased in the field. The patient did not receive care in the emergency department setting; the patient was transported to the morgue. Due to the patient's acute and current medical history, the reporter indicated no autopsy was ordered and emphasized that the device did not contribute to the patient's death. The reporter indicated no issues were observed during shift check earlier that day.